Event description:
It was reported in a service report that beds were delivered to hospital with the wrong pinouts / priority settings. No adverse consequences were reported.

Manufacturer narrative:
Result: cpu pin out.